Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint sample was evaluated, and the reported event was confirmed. Visual examination of the returned product/provided pictures confirmed flaky white debris on the tubing of the device. The product was returned opened but unused in the sterile packaging. Therefore, the packaging does not meet the acceptance criteria. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause has been identified as a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - japan . Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that during the surgery, the foreign substance which looks like a piece of blue rubber glove was found inside of the sterile tray when the nurse opened the package. So, the surgeon stopped using this complaint product for the surgery, because he worried about whether sterility of it was guaranteed. There was no patient impact. Due diligence is complete as no additional information is available.